Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma-alcl-suspected, seroma.

Event description:
A patient reported they experienced the event of ¿large amount of seroma in the right breast." Healthcare professional reported "pain" and "diagnosed with ¿giant cell lymphoma associated with breast prosthesis". Histopathological markers are not reported. Treatment: puncture, pain killers. The device remains implanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further information, allergan safety determined that there is no malignancy. The event of lymphoma-alcl suspected was captured in contralateral record. See (B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The patient reported to have cui prostheses and developed late seroma, capsular contracture of unspecified grade, nodules and pain.